Event description:
The customer reported a ventilator would not power on alternate current (ac) during preventative maintenance (pm). The customer reported that the device was not in patient use when the issue was discovered. There was no patient or user harm reported. There was no medical intervention or delay to patient therapy reported. The device was evaluated by the customer and a philips field service engineer (fse). The philips field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba), gas delivery system (gds), ac inlet, and power supply. The unit was then tested and passed all tests according to the v60 service manual and returned to service. No other anomaly was reported.

Manufacturer narrative:
H10: the visual inspection of the customer returned power supply revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the power supply into a fi ventilator to duplicate the reported issue of unit not running on ac power. The fi technician identified the unit not running on ac power was caused by the shorted cr8 and f3 fuse open created the 0-volt output.

Manufacturer narrative:
Failure investigation was performed on the returned power management printed circuit board assembly the part met all the manufacture specifications and no failures were identified.